Event description:
It was reported that during a da vinci s myomectomy procedure the surgical staff experienced system error code 603. The surgeon console was powered off and then back on, which cleared the error. The case was continued, however, system error code 603 returned. To resolve the issue, the surgeon console was again powered off, its breaker was reset, and the power cord was changed to another outlet. The system restarted successfully, however, system error code 603 recurred within 10 minutes of restart. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 603 was associated with the gemini user switch panel (gusp) printed circuit assembly board. The gusp is located on the surgeon console and is responsible for providing a mounting base for the leds, providing a mounting location for the 26 pin connector, and local power for board mounted leds. The system was repaired by replacing the affected gusp board. System error code 603 appears when the system detects that the ground for the panel has faulted. Upon determining this condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The gusp was returned and evaluated. The customer reported failure could not be replicated during internal testing, however, the switch power button was found to be sticky.